Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified iliac vessel. A 4mm x 20mm x 144cm coyote es balloon was advanced for dilation. However, upon the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications reported.